Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw thread was way smaller then the screwdriver shank (both versions 6mm shank and universal one). According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection didn't find any issues on the threads or surface of the device. Functional testing was performed and noted that the interference screw did not slide onto the driver and was not fully seated as required per drawing c14625 with matting part c0379-01. The most likely cause of the reported failure can be attributed to environmental damage incurred during storage conditions.